Event description:
It was reported that the physician's handheld was not able to be charged due to a broken cable port. The handheld was unable to be powered on due to the inability to charge. The physician was provided a new programming tablet. The handheld and flashcard were received for analysis. Analysis is underway, but has not been received to date. Review of manufacturing records of the hhd confirmed all quality tests were passed prior to distribution.

Event description:
Analysis of the handheld was completed on 10/28/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(6) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.